Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that this was a very tortuous circumflex lesion and the physician wanted to place a 2.5x18 mm promus in the distal portion of the lesion. Due to the tortuosity, the distal portion of the lesion was predilated with another company 2.5 balloon and the proximal, more tortuous portion of the lesion, was dilated with a 3.5 balloon. The physician went to place the 2.5x18 mm promus, but it would not advance past most tortuous portion of the lesion. The stent delivery system (sds) was pulled back; however, under fluoro, they noticed the stent was in the vessel. The physician did use a snare to go back in to retrieve the stent successfully with no harm to the patient. The physician at that point was satisfied with the results from the predilatation and decided to end the case. No additional information is available.